Event description:
A complaint was received regarding a spiros¿, closed male luer w/red cap, 10 units that experienced occlusion. It was reported that, "a registered nurse (rn) sent the admixture back to us saying that the line would not run downstream occlusion brought the admixture back up and tried to see if the line would flow nothing would flow past the spiros. Rn had to change out the line completely with a new spiros. No patient harm." Manufacturer response for spiros cap, spiros closed male luer w/red cap (per site reporter) was unknown. Additional event information obtained from ufmw: this was a product problem with event date of aug-2024 and the event occurred in the hospital. There was patient involvement and no patient harm. Medwatch uf/importer report # (B)(4).

Manufacturer narrative:
B3 - date of event - event occurred in august 2024. 01 aug 2024 has been used as a place holder. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
Medsun medwatch uf/importer report # (B)(4).. No ch2000sc-10 product samples, videos or photographs were returned for investigation. The device history report (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.